Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced "transmitter has stopped working". No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm the patients complaint "transmitter has stopped working". However, data review was able to confirm a loss of connection gap over 3 hours that occurred on (B)(6) 2018. The root cause could not be determined post investigation as the allegation was not found.